Manufacturer narrative:
Unable to perform the displacement test and self test due to pump error 53. No flashing medtronic logo was noted during testing. Successfully downloaded history files and traces using thump. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using adapt tool it recorded pump error 4, 53, 54 and pump error 63. Pump error 4 (file number and line number) occurred on 02/09/2024 at 10:07:30. Per engineering troubleshooting guide, it was determined that pump error 4 was confirmed during accessing ad5161 chip via twi interface. Pump error 53 (file number = (B)(6) and line number = 450) triggered five times on 02/09/2024 from 10:44:43 to 10:53:06. Per engineering troubleshooting guide, it was determined that pump error 53 was confirmed due to motor application did not response to the main application request within 3 minutes. Pump error 54 (variable = 9, file number = (B)(6) and line number = 191) occurred five times on 02/09/2024 from 10:44:43 to 10:53:06. Pump error 63 occurred twice on 02/09/2024 from 10:07:31 to 10:17:00. Per engineering troubleshooting guide, it was determined that pump error 63 was confirmed due to pio failure. Pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), label damage (stained), cracked case and scratched case. In conclusion, flashing medtronic logo was not observed during analysis. Flashing medtronic logo was not confirmed. Moisture damage confirmed on electronic assemblies. Pump error 4, 53, 54 and 63 were confirmed due to hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received flashing medtronic logo and screen went blank. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan as per health care professional instructions. The product will be replaced. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.